Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported when initiating intra-aortic balloon (iab) therapy, the optical sensor was not recognized when the fiber optic cable was connected to the pump. The cable was inserted and removed, but no baseline, waveform, or value was displayed, and the arterial pressure on the screen did not display the optical sensor. The central lumen was blocked because a sensor was planned to be used, so the arterial pressure transducer could not be used, and arterial pressure information from the radial artery was input via an external monitor. There was no patient harm or adverse event reported.